Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the death or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: davinci umbilical hernia repair. Date of procedure: (B)(6) 2018. Date patient expired: (B)(6) 2018. Information received via phone call with davinci rep on (B)(6) 2018: stated that a patient had expired. Stated that our rep, [] was present during the case. There was no reports of any malfunction during the case. There was no operative complications. Case was completed robotically. The case was not converted or aborted. However, patient had expired on (B)(6) 2018. Autopsy showed a bowel injury, but no details. The cause of death is associated with the bowel injury but cause of the bowel injury is unknown. Stated that the 12mm adv fixation optical trocar was used during the case. Information received via phone call with sales rep on (B)(6) 2018: the surgeon had recently started doing robotic cases using the davinci. The surgeon has been using the cut down method for many years. He recently received complaints from his patients of severe pain in the ruq. The rep advised him that the patients of the other surgeons were not having this issue. The rep advised him that most surgeon¿s do not use the cut down approach, but instead would go in optically with the insufflation on. He agreed to try the method out in the next case to see if it would make a difference. The intuitive rep and applied rep were present during the case. Rep stated that it was the 12mm optical z thread being used and not the adv fixation. There were no issues using the method during the case. It was completed without any injury. The surgeon wanted to continue using the technique in his following procedures. She advised him on the settings of the insufflation and to go in more perpendicularly because he went in at an angle and may have cut the fascia. She advised to pull up on the skin.

Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: davinci umbilical hernia repair. Date of procedure: (B)(6) 2018. Date patient expired: (B)(6) 2018. Information received via phone call with davinci rep on july 25, 2018: stated that a patient had expired. Stated that our rep, was present during the case. There was no reports of any malfunction during the case. There was no operative complications. Case was completed robotically. The case was not converted or aborted. However, patient had expired on (B)(6) 2018. Autopsy showed a bowel injury, but no details. The cause of death is associated with the bowel injury but cause of the bowel injury is unknown. Stated that the 12mm adv fixation optical trocar was used during the case. Information received via phone call with sales rep on july 25, 2018: the surgeon had recently started doing robotic cases using the davinci. The surgeon has been using the cut down method for many years. He recently received complaints from his patients of severe pain in the ruq. The rep advised him that the patients of the other surgeons were not having this issue. The rep advised him that most surgeon¿s do not use the cut down approach, but instead would go in optically with the insufflation on. He agreed to try the method out in the next case to see if it would make a difference. The intuitive rep and applied rep were present during the case. Rep stated that it was the 12mm optical z thread being used and not the adv fixation. There were no issues using the method during the case. It was completed without any injury. The surgeon wanted to continue using the technique in his following procedures. She advised him on the settings of the insufflation and to go in more perpendicularly because he went in at an angle and may have cut the fascia. She advised to pull up on the skin.